Manufacturer narrative:
Device evaluated by MFR? Code 81, device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that the patient was referred for a possible revision surgery and is currently admitted to the ER. The surgery was stated to be a wound washout surgery. Design history record for the generator was reviewed. The generator was confirmed to have been hp sterilized prior to distribution. Further information and operative notes were received. Both the generator and lead were explanted. The patient is developmentally delayed and had been picking at the site prior to the surgery. The wound was fully open when he came in. Operative notes stated drainage and fever were noted. The cultures were consistent with infections; therefore, IV meds were administered in conjunction with his ancef. No additional or relevant information has been received to date.